Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, a failure regarding the subject device was not confirmed; however, it is likely that the ceramic tip of the concomitant device (inner shaft model number a22040a) broke and got stuck in the patient's urethra. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that exploration of the body cavity was performed to confirm that no fragments remained. The patient did not require any additional sedation and there were no further complications due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was diagnosed with benign prostatic hyperplasia (patient was admitted to the hospital due to difficulty urinating for a week). The patient was scheduled to undergo therapeutic minimal invasive prostatectomy. During the surgery the magnetic had on the sheath of the telescope slipped and could not be removed from the urethra. Therefore the magnetic head of the prostatectomy scope could be removed by cutting the bladder through the pubic symphysis the procedure was delayed by 30 minutes. The patient recovery is noted to be good, and patient has been discharged.